Manufacturer narrative:
One vial of test strip lot 405013-11 (24 str; vial no. 80573) containing 1 test strips and the meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. One with the customer strip and two the retention strips. Customer strips: 3.0 inr. Retention strips: 3.0 inr and 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 405013) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable a result from coaguchek xs meter serial number (B)(4). At 10:00 am, the result from the laboratory with an unknown reagent was 4.01 inr. At 11:30 am, the meter result was 5.7 inr. The therapeutic range was 3.0 - 4.0 inr.